Event description:
Event description guidant received information that this pacemaker currently shows less than 0.5 years of life remaining and the gas gauge is close to elective replacement time (ert). This device was implanted in october, 2004. The device is programmed to 7.0 volts at 1.9 msec in the right atrium (ra) and 2.5 volts at 0.5 msec in the right ventricle (rv). Ra lead impedance is 520 ohms and the device is pacing in the ra at 18%. Rv lead impedance is 560 ohms and the device is pacing in the rv at 50%. The lower rate limit (lrl) is 55 ppm. No adverse patient effects were reported.